Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a captivator medium hexagonal stiff snare was used in the colon during a colonoscopy procedure performed on (B)(6)2022. During the procedure, the snare was loosely connected to the cautery cord and needed to be held in place. The circuit showed complete on the generators, the circuit was green, but cautery was not being delivered through the snare. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: problem code a090402 captures the reportable event of snare unable to deliver energy. Block h10: (product investigation): one captivator snare was received for analysis. Visual analysis of the device did not find any problems. Microscopic inspection noted that the 2 in 1 connector did not find any problems. Functional testing was performed, and the device was able to connect with a boston scientific corporation active cord and two non-bsc active cords. Electrical testing was performed, and the device's electrical resistance was within specification. The 2 in 1 component also passed dimensional testing. No other problems were noted. The reported event of device failed to deliver energy could not be confirmed. During product analysis the device was connected with three different cables and no problems were noted. Additionally, the device passed electrical testing and the 2 in 1 connector passed dimensional testing. Based on the analysis of the returned device and the information available, the most probable cause is no problem detected.

Event description:
It was reported to boston scientific corporation that a captivator medium hexagonal stiff snare was used in the colon during a colonoscopy procedure performed on (B)(6) 2022. During the procedure, the snare was loosely connected to the cautery cord and needed to be held in place. The circuit showed complete on the generators, the circuit was green, but cautery was not being delivered through the snare. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event.